Event description:
The customer contacted stryker to report that their device would not complete the boot-up cycle. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The reported issue was isolated to the power pcb assembly. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request.